Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator activated a low pressure alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6. Health impact, and evaluation codes: updated. No product was returned therefore device analysis could not be performed. A device history record (DHR) review showed were no issues for this device. If the product is returned, the complaint will be re-opened for further investigation.